Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in range of 3 mg/dl to 400 mg/dl. Customer states that recently blood glucose is in the range of 4 mg/dl to 400 mg/dl. The customer declined troubleshoot for high blood glucose. Customer reported that insulin pump had multiple insulin flow blocks and no delivery alarm. The insulin pump will not be returned for analysis.